Manufacturer narrative:
Samples requested, but not received yet. Evaluation not available at time of this report.

Event description:
Incident reported as: when surgeon was pulling the punch out of the vessel, it jammed. No patient injury or medical intervention reported. No further information available.